Event description:
A call was made to technical services reporting that an external pulse generator needed an output connector and a lower case. It was also reported the atrial output connector and lower enclosure unit are broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken and contaminated and the atrial output connector was broken. It was also noted that the upper case was broken and contaminated, the battery release was contaminated, both bail covers were missing, the ring cover was broken, the heart block and contacts were contaminated, the lead flex cover was corroded, two case screws were missing, the battery contacts were compressed, corroded and rusted, both bails and ring were missing, the battery drawer was broken and damaged, the keyboard window was scratched, the battery flex was corroded and the heart lead flex was contaminated. (B)(4).